Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision of one (1) broken occipital plate due to pain and nonunion on (B)(6) 2018. The patient was implanted with the occipital plate, four unknown screws and unknown quantity of unknown rods (all depuy parts) while undergoing an occipital fusion on (B)(6) 2017. Subsequently, in (B)(6) 2018 the patient complained of pain. A follow-up x-ray confirmed that the occipital plate implanted earlier was broken and that there was a nonunion; hence, on (B)(6) 2018, the broken plate was removed. Patient was revised to a new synthes plate (04.161.011). Unknown screws (qty. 4) and rods.

Manufacturer narrative:
Product complaint # (B)(4). Visual examination at the macroscopic level reveals that the fracture was located along the web feature of the device. Device was then sent for fracture analysis. The fracture analysis report reveals a uniform rough morphology across the entire surface which suggests the device experienced a static overload failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the occipital¿s plate web fracturing cannot be positively determined. However, the fracture analysis report suggests the device experienced a static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.